Event description:
It was reported that the user experienced an occlusion alert that was dismissed, then encountered an ¿unable to proceed, check notifications¿ message during a supply change and subsequently received an alert 39 indicating a drug delivery shaft encoder failure, after which the ilet could not rewind despite restart and reset. Symptoms included no reported blood glucose impact. Outcomes included discontinuation of pump therapy and transition to backup therapy, with continued cgm use advised. Investigation included remote troubleshooting, device restart, settings reset, review of alerts, instruction to shut down the device to prevent further alerts, and arrangement for device replacement and return for assessment. Investigation of this case revealed a suspected device malfunction related to the drug delivery mechanism¿s shaft encoder, consistent with a pump alarm and inability to proceed with fill or rewind. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the delivery mechanism.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.